Manufacturer narrative:
Physio-control contacted the customer to request additional information on the patient. The customer provided physio-control with the available patient information. Patient fields in which information is not provided were intentionally left blank. Physio-control evaluated the customer's device and duplicated the 'connect electrodes' error. Physio replaced the qc cable to resolve the issue. After observing proper device operation through functional and performance testing, the device was returned to the customer for use.

Event description:
The customer contacted physio-control to report that their device generated the "connect electrodes" error message while attempting to pace a patient. There was no adverse event reported. After the incident, the customer tested the device and generated an error that indicated abnormal energy may have been delivered. There was no patient use reported with this event.